Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the cohesive dressing of an unknown profore lite is very hard to roll-out on the last part of it. It is unknown if this product was intended to be used on a patient or not, therefore no patient involvement can be confirmed at the moment.

Manufacturer narrative:
H6: updated codes h10: the device, intended for use in treatment, has not been returned for evaluation. The information provided has been reviewed and we cannot confirm a relationship between the device and the reported event. No lot/serial number has been provided; therefore, a review of the device history is not possible, complaint history review confirmed further instances of this nature. A review of the manufacturing process was performed, and a root cause of inadequate standard operating procedure has been determined. Corrective action has been initiated regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.